Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2009; inratio: 2.6; lab: 3.5. Pt target range is 2.5-3.5. Pt started using inratio from (B)(6)2009. No bleeding symptoms, no coumadin dosage change.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.6; reference: 3.5; mean: 3.05; confidence limits: 1.9-4.6. The time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned.